Manufacturer narrative:
(B)(4).

Event description:
It was reported that hub detachment and hydropneumothorax occurred. A flexima apdl was used for drainage. When the patient was checked, it was noted that the bed was wet. On further inspection the flexima apdl was noted to have come apart where the blue sheath joins the white body. The device was removed and chest xray was done and it showed hydropneumothorax. Then, another chest drain was inserted for symptom control. No further patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device confirmed that the hub was detached and the catheter 's flare is not formed properly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that hub detachment and hydropneumothorax occurred. A flexima apdl was used for drainage. When the patient was checked, it was noted that the bed was wet. On further inspection the flexima apdl was noted to have come apart where the blue sheath joins the white body. The device was removed and chest x-ray was done and it showed hydropneumothorax. Then, another chest drain was inserted for symptom control. No further patient complications reported.